Event description:
A customer contacted beckman coulter inc. (Bec) and reported that access 2 immunoassay system generated false positive toxoplasma igm (toxo igm) results for two (2) patient samples tested from (B)(6) 2011-(B)(6) 2012. The positive toxo igm results did not match negative toxo igm results obtained for the patients in (B)(6) 2011 and the customer sent out patient samples for testing on an alternate method. The alternate method patient results were negative for toxo igm. The customer has not sent in patient samples for bec investigative testing to date. This report is completed for patient two (2) for the event occurred on (B)(6) 2012. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer supplied documentation, qc was performing within the customer's established ranges at the time of the event. Based on the customer supplied information, system checks performed in (B)(6) 2011, and (B)(6) 2012 all passed within instrument specifications. The customer reported there were no issues with qc, weekly maintenance, or any other assays. Service information has not been supplied to date for this event. The cause for this event is unknown and could not be determined based on the supplied information. Mdrs submitted on this issue from this account: 2122870-2012-00660, 2122870-2012-00661, 2122870-2012-00662, 2122870-2012-00663, 2122870-2012-00664, 2122870-2012-00665.